Manufacturer narrative:
Investigation results: no deviations can be found on the pin and the valve, but the trocar is broken at the distal end. Two fragments are available. Several tests and investigations were performed. Based on the information available it is not possible to determine one possible root cause of the failure, it appears to be a manufacturing, a design related or a combination of multiple factors. The device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. A CAPA had been opened.

Event description:
It was reported that there was a fractured disposable trocar. The trocar was broken in four pieces; this was noted after surgery. There was no harm for patient. No additional information was received. The adverse event is filed under aag reference 400433376.